Event description:
It was reported that this device was behaving in a manner consistent with a recorded 1003 code indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely based on previous battery longevity check. Data analysis showed the battery to be depleting more quickly than expected. Additional information was received that surgical intervention was performed to explant and replace device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely based on previous battery longevity check. Data analysis showed the battery to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.